Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: difficult to remove; time of malfunction: during arteriotomy closure; symptoms/ae: none. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the device was difficult to remove and required applied force for removal. The device achieved hemostasis. There were no reported adverse pt sequelae. Though requested, no additional information was available.